Event description:
A pt was implanted with a 9.0mm tibial nail approximately 1 year ago. Subsequently, the pt presented with pain and x-rays taken on unknown date show a right hypertrophic nonunion. The pt was returned to the operating room on (B)(6) 2012, for revision to an 11.0mm tibial nail. Explanted hardware was given to the pt. This is the 4th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.